Manufacturer narrative:
This syringe is sourced from more than one manufacturer. The customer could not provide a lot number allowing for identification of the manufacturer.

Event description:
It was reported by the customer that about 50 syringes from their order have been clogged. Due to the customer pre-filling all of their syringes prior to use, the lot number could not be provided. No information was received regarding any serious injury as a result of this product issue.